Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting far field oversensing. Technical services (ts) was consulted and confirmed the atrial channel being blanked. Ts recommended adjusting sensitivity. The device remains in service. No adverse patient effects were reported.